Event description:
The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt as well as damage to the fantail, epoxy header region, braze, and ceramic case. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires at the epoxy header region. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock conditions prevented an electrical test from being performed. The manual capacitor leakage test revealed unstable reading due to flooded components. The residual gas analysis revealed a steady stream of bubbles noticed at the braze area. This is due to the damage that is believed to have been induced during revision surgery. This device was explanted for medical reasons. However, this device has a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. This older device configuration is no longer manufactured. This is the final report.